Manufacturer narrative:
Patient ID did not contain enough spaces for entire ID. The entire ID is (B)(6). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg of 639.68 miu/ml on a specimen ID (B)(6) that repeated negative of <1.2 miu/ml. No impact to patient to patient management was reported. No ethnicity and race was provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(6) as manufacturing site) and submitted under manufacturer report number 1628664-2018-01862. All further information will be documented under MDR number 1628664-2018-01862. Evaluation in process.